Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This was due to the device being stapled into the stomach. The affected portion of stomach had to be removed and the alternative procedure was undertaken. No injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sleeve gastrectomy. The lights of the device did not illuminate. The tubing was stapled over. To remove the device, the procedure was converted to open. The incision was extended by one inch. There was unanticipated tissue loss. Patient status is alive.